Event description:
It was reported that the user experienced hyperglycemia with a blood glucose value of 387 mg/dl after the ilet issued an alert, prompting the user to transition to backup therapy and administer a subcutaneous insulin pen injection; troubleshooting and education were completed, and no device alerts or alarms beyond the alert prompting backup were reported. Symptoms included no reported clinical symptoms. Outcomes included user self-management with backup insulin and no reported need for medical intervention or hospitalization. Investigation included complaint handling and user troubleshooting. Investigation of this case revealed that the cause of hyperglycemia was unclear. It was concluded that the available information did not establish a device malfunction or user harm. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.